Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet resulting in the pump shutting down. Customer¿s blood glucose value was 122 mg/dl. A replacement charging cable was sent to customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.